Event description:
The customer observed false reactive alinity I hiv ag/ab combo for one patient. The following results were provided: on (B)(6) 2024, alinity I serial number (B)(6), initial hiv result= 1.66 s/co; repeat results= 13.64 s/co and 63.13 s/co; the following day the sample was repeated with result= 0.85 s/co; alinity I serial number (B)(6), repeat results= 0.21 s/co, 0.15 s/co, 0.11 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer performed troubleshooting by retesting the sample, but no parts were replaced, therefore no definitive part was identified as the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional tickets for false reactive hiv patient results reported for (B)(6). A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer observed false reactive alinity I hiv ag/ab combo for one patient. The following results were provided: on (B)(6) 2024, alinity I serial number (B)(6), initial hiv result= 1.66 s/co; repeat results= 13.64 s/co and 63.13 s/co; the following day the sample was repeated with result= 0.85 s/co; alinity I serial number (B)(6), repeat results= 0.21 s/co, 0.15 s/co, 0.11 s/co. There was no impact to patient management reported.